Event description:
It was reported that an altitude alarm malfunction occurred with the pump. The customer's blood glucose level at the time was 129.6 mg/dl, which is within the normal range. The customer continued using the current pump while tandem technical support arranged for a replacement to be shipped. The customer was instructed on how to store the malfunctioning pump and return it using a pre-paid label.